Manufacturer narrative:
Describe event or problem - additional, model number - correction, catalog number - correction, unique identifier number - correction, correction/additional information/device evaluation, event problem and evaluation codes - additional.

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver log was reviewed and screen error alarms and firmware errors were observed. The reported event of an error icon display was confirmed during log review. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Cra contacted dexcom on (B)(6) 2016 on trial patient's behalf to report that on (B)(6) 2016 the receiver displayed error 67. At the time of contact, no injury or medical intervention was reported. A follow-up report will be submitted once the evaluation is complete. No additional event or patient information is available.